Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving very little morphine via an implantable pump for non-malignant pain. The patient has pre-existing polio and osteoporosis. The healthcare provider was increasing the dose little by little. The pump therapy hadn¿t been helping the patient¿s pain since implant. The symptoms were considered sudden. About 2 months after implant, in (B)(6) of 2014, ¿something was wrong with it,¿ although the healthcare provider¿s office said ¿that all pumps looked like that.¿ after going to the implant doctor¿s office the following day, a surgery was called for the next day. During the revision surgery on (B)(6) 2014 it was discovered that the catheter had come loose. During the revision the drug was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.